Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia with a sensor reading of 47 mg/dl for approximately 15 minutes after giving a manual insulin injection prior to connecting to the system; the ilet displayed minimal insulin on board and had suspended insulin delivery, and the user consumed oral fast-acting carbohydrates. Symptoms included signs consistent with low blood glucose. Outcomes included no injury requiring medical intervention, no hospitalization, and self-management with oral glucose. Investigation included a review of device use and user education. Investigation of this case revealed that the temporal proximity of a manual insulin injection before system connection could have contributed to low glucose while the device appropriately suspended insulin. It was concluded that the event was consistent with hypoglycemia with an unclear cause, with device function as designed and user advised to monitor and keep fast-acting carbohydrates available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.